Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had a fall on the (B)(6) and it felt like they pulled some muscles in the groin. The patient stated that since (B)(6) 2020 they have had a return of symptoms to where they were unable to make it to the bathroom. The patient stated that they have increased stimulation to where they could feel it but that still didn¿t help. The patient contacted their health care physician (hcp) who had told them to contact the manufacturer company. The patient was able to connect and change to program 2, increasing to 2.0 where it was strong in the correct area and comfortable. The patient was going to monitor their symptoms now that a change had been made and contact their health care physician (hcp) if needed. On (B)(6) 2020, the patient and their family member called and stated that they had talked to the hcp and the hcp had told them to call the manufacturer company about having a manufacturer representative (rep) coming to check the system. An email was sent to the rep stating that the patient and their family member reported they were getting great therapy until the patient fell on (B)(6) 2020. The patient now did not have any symptom relief and that they had adjusted the stimulation (having gone all the way up to 4,) and that didn¿t help. The email requested for the rep to contact the patient regarding an appointment. There were no further complications reported.